Event description:
Found a lump on my chest that continues to grow and causes discomfort. Biopsy. Have a CT scan with contrast scheduled for (B)(6) 2020 and surgery in the next couple of weeks but not scheduled yet. FDA safety report ID # (B)(4).